Manufacturer narrative:
(B)(4). A lead revision procedure was scheduled for a later date. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. No adverse patient effects were reported.

Event description:
Additional information was received indicating a lead revision procedure was performed and this lead was successfully replaced. The cause of the high out of range measurements was not determined. This device remains in service with the new lead. No additional adverse patient effects were reported.